Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2017-sep-11. The patient was overdischarged because they broke their arm and could not place their recharger over the implantable neurostimulator (ins). The rep trickle charged the ins and cleared the power on reset (por). The issue was resolved at the time of the report and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 3527567 crts 3527567 (con): information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor/no telemetry with recharging. It was noted that the patient's last successful recharge was a couple months ago. The patient states that they have had problems with the device the whole time they have had it. The patient was recommended to follow up with their health care provider to have a rep check and see if their device is really overdischarged. The patient has an appointment scheduled for (B)(6). There were no patient symptoms reported or indication of patient harm. No further patient complications have been reported as a result of this event.